Manufacturer narrative:
Citation: fouquet o et al. Influence of stentless versus stented valves on ventricular remodeling assessed at 6 months by magnetic resonance imaging and long-term follow-up. J cardiol 69 (1), 264-271. 2016 jun 16. Doi: 10.1016/j.jjcc.2016.04.016 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the influence of stentless versus stented valve on ventricular remodeling after six months. All data were collected from a single center between 2002 and 2009. The study population included 62 patients (predominantly female; mean age 74 years), 27 of which were implanted with medtronic freestyle (serial numbers not provided). Among all patients adverse events included: high conduction block with permanent pacemaker implant, atrial fibrillation, increased gradient, severe prosthesis mismatch, myocardial infarction, dissection, stroke, endocarditis, reoperation, and severe aortic regurgitation. Based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.